Event description:
It was reported that the patient presented for follow-up. A review of stored electrograms revealed episodes of inappropriate automatic mode switch caused by far r wave oversensing exhibited by the implantable cardioverter defibrillator. No patient symptoms or interventions were reported. Further information was requested but not received.